Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A5/a6 - ethnicity/race: "chinese". H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified lower extremity arterial procedure, a flexor raabe guiding sheath's outer package was opened and the inner package was found "damaged". A provided photo shows the seal of the inner package open/unsealed. The procedure was completed with another same type of device from a different lot number. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: this report is being sent to indicate the complaint event is not reportable. During investigation of the returned device, the packaging was determined to be damaged with a small section open however there was evidence of frosting at the seal. There is no evidence to suggest that this failure mode would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.